Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump had audio issue and off no power. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had software error detected. Customer able to clear the alarm and able to rewind the pump. Customer declined to troubleshoot for audio issue and off no power. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. Software error found in the pump history (line number = 3540 and file number = 26) due to software error. No hardware low level failures noted during self test or in pump history files.